Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was 400 mg/dl. The customer reported that they are unable to troubleshoot at time of call because she doesn't have plunger or extra infusion set and reservoir. The customer was advised to complete set change as soon as possible. The customer was advised to call when the alarm occurs in order to troubleshoot.